Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had cracked case at the display window corners, minor scratches on the lcd window and reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had air bubbles in the reservoir. Customer manually removed the air bubbles a few times a day. Customer also wears the pump upside down. Customer stated that after 1 hour, big air bubbles appear again in the tube, resulting in high blood glucose levels. Customer stated that the insulin was stored at room temperature. Customer's blood glucose level was 15.7 mmol/l. No further assistance needed.